Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings. Four days later, the technical service representative (tsr) spoke with the patient to obtain and verify information. A month earlier at 11:30pm, the patient obtained the blood glucose reading of 32.0 mmol/l (576 mg/dl) on the reported meter. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Prior to this, the patient had eaten her normal dinner at 6:30pm. This was an unexpectedly high reading, so the patient retested her blood glucose level and obtained the reading of 6.6 mmol/l. Based on the elevated meter reading of 32.0 mmol/l, the patient took an increased dose of insulin, 20 units novorapid insulin. The patient did not eat any snack, and went to bed. At 3:30am on the morning of the following day, the patient awoke experiencing the symptoms of sweating and shaking. While symptomatic, the patient obtained a blood glucose reading of 1.7 mmol/l (31 mg/dl). The patient was treated with a sports drink (lucozade) and a ham sandwich. One half hour later, the patient obtained the blood glucose reading of 6.7 mmol/l (121 mg/dl). The patient did not seek medical attention. The patient decided to increase her insulin regimen of novorapid insulin from 16 units to 20 units four times per day, and lantus insulin from 10 units to 16 units once per day. The next day, the patient also obtained the blood glucose reading of 3.0 mmol/l (54 mg/dl). At that time, the patient then noted the test strip vial was damaged, with a hole in it. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient alleged she took an increased dose of insulin based on an elevated meter reading, and subsequently became hypoglycemic. The patient received intervention with food and drink to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.